Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device discarded.

Event description:
It was reported that during a right total hip surgery, surgeon commented that the device is dull and needs to be replaced, surgeon afraid continued use with this device being dull will compromise future surgeries, so surgeon threw device away. No delay or adverse consequence to patient or user.